Event description:
It was reported that an alert triggered for low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products :w1tr01 crt-p implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.